Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed the device's delivery accuracy to be within the manufacturing specifications of +/-6%. Based on the investigation, the complaint allegation regarding delivery accuracy was not confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed a volume accuracy test. It was reported that the pump over infused. No adverse effects were reported.